Manufacturer narrative:
Device evaluation: a direct relationship between the device and the reported event could not be determined. The pump was returned with the percutaneous lead cut approximately 6" from the pump end bend relief and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. The examination of the sealed inflow conduit and sealed outflow graft blood-contacting surfaces found no adhered depositions or thrombus formations. The examination of the pump blood-contacting surfaces found two, white, tissue-like depositions on the rotor body. The depositions were loosely seated in one of the rotor vanes and on the tapered section of the rotor. The depositions showed no evidence of denaturing or laminated layering. Although the evaluation could not conclusively determine the origins of the depositions, the rotor body and blood tube did not show any contact marks to indicate that the depositions were present while the pump was supporting the patient. Visual inspection of the pump bearings and bearing cups found no anomalies. The examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired and no further information was known. Per information received through the manufacturer's device tracking system, the patient expired with a cause of death listed as cardiac arrhythmia.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.